Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the audiologist sent an email stating that the pt was currently only 4 functioning electrodes. No report of accident or incident was reported in conjunction with the changes in electrode status.